Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for corrosion on the IV needle and brittle packages with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the package of a bd vacutainer push button blood collection set with pre-attached holder, was disintegrating. It was also reported that foreign matter (¿dirty/rusty¿) was found on the needle. There was no report of exposure, injury or medical intervention.